Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure location of device: distal placement in the fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure (batch no. 841628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, general body pain, sore throat, nausea, vomiting, diarrhea and abdominal pain. Previously administered products included for an unreported indication: vitamin d and ibuprofen. Concurrent conditions included fibromyalgia since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), anxiety ("psych injury/ psychological or psychiatric condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain / chronic"). The patient was treated with surgery (hyst. (Full), and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils were seen only about 1 to 2 coils protruding from the ostium and photographs were taken to document this. It was reported that 4 coils were remaining within the cavity after complete deployment of this essure. The patient is a 36-year-old multi-birth white female, having completed a total of 4 pregnancies most recently with a set of twins born in early (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-oct-2019: reporters, patient demographics, medical history, historical drug were added. Lot number added. Added events abnormal bleeding (vaginal, menorrhagia), depression. Updated reported event term device dislocation. Updated event anxiety. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain / chronic"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events added- abdominal pain, genital haemorrhage, mental disorder, device dislocation. Events outcome updated, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure location of device: distal placement in the fallopian tube') and genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure (batch no. 841628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, general body pain, sore throat, nausea, vomiting, diarrhea and abdominal pain. Previously administered products included for an unreported indication: vitamin d and ibuprofen. Concurrent conditions included fibromyalgia since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), anxiety ("psych injury/ psychological or psychiatric condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain / chronic"). The patient was treated with surgery (hyst. (Full), and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coils were seen only about 1 to 2 coils protruding from the ostium and photographs were taken to document this. It was reported that 4 coils were remaining within the cavity after complete deployment of this essure. The patient is a 36-year-old multi-birth white female, having completed a total of 4 pregnancies most recently with a set of twins born in early (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.